Event description:
--

Event description:
Boston scientific received information that following implant but prior to pocket closure, this device and right ventricular (rv) lead system exhibited telemetry communication issues and high out of range shock impedance values. Troubleshooting consisted of removing the device and reconnecting another boston scientific device of a different model; however, similar clinical issues were observed. It was at that time the physician elected to remove the newly implanted rv lead in favor of a competitor model. Following lead implant and an established connection with the second device, measurements were favorable and the procedure completed with no adverse patient effects. The physician also mentioned that the first attempted device, felt dented in the middle. The first attempted implant device and rv lead, are intended to be returned for analysis.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Set screw markings were noted on the terminal pin and in the correct locations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any manufacturing abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.